Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity c calcium reagent, list 07p57-20 to the alinity c processing module, list 03r67-01, MDR number 3002809144-2021-00643-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2021, sid (B)(6), initial=0.71 mmol/l /repeated on another alinity=2.27 and 2.31 mmol/l. Reference range for calcium= 2.10 to 2.25 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
After further evaluation it was determined that the cause of the issue was the alinity c processing module (list 03r67-01). MDR number 3002809144-2021-00643-00 has been submitted for the analyzer and all further information will be documented under that MDR number.after further evaluation, the suspect medical device was changed from calcium reagent list number 07p57-20; and manufacturing site; abbott gmbh, wiesbaden in section d of this report to alinity c processing module (list 03r67-01) and manufacturing site; abbott gmbh, wiesbaden.